Event description:
Pt reported the self-adhesive on the infusion set of the infusion device is wet. Pt stated the infusion headset is leaky. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing a leaky on the infusion set cannot be verified, the material meets product specifications. No sample was received for examination. (B)(4) checked one retain sample for free flow and for tightness and additionally checked the batch documentation without finding any irregularities. Further we did not get any other complaints regarding this batch. The problem mentioned by the customer could not be reproduced. No product returned for evaluation.